Event description:
It was reported that the customer experienced a delay in the touchscreen response when unlocking the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up, and no further details regarding the outcome of the event were provided.